Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported the system had an error initializing the collimator. They rebooted the system and the issue was resolved. There was no patient involvement.